Event description:
I am writing because I would like to report a dangerous product that I think should be removed from the market for consumer safety. I received the (B)(4) "(B)(4) breastpump" (model number: 67186) for my baby shower in (B)(6) 2010. My daughter was born in (B)(6) 2011, and I have used the pump occasionally. I am a stay-at-home mom, and so I do not need to pump every day. Even though I have used the product according to the package instructions the "pump body" got mold and mildew in it, and there is no way to clean it out. I have tried soaking it in bleach, boiling the part, putting it through the dishwasher, etc. When I called (B)(4) today to ask for a replacement, they said there was only a 90 day warranty, and I could purchase the spare part for $15 plus shipping and handling. I was really upset that it would not be replaced for free because it is obviously a manufacturing defect, and it was clear that I was not the first or last customer to have this problem. The customer service agent said she would replace it for free, if it was in the 90 days, but since it is over 90 days, it cannot be counted as a manufacturing defect. She then proceeded to tell me thousands of women are satisfied with their products. That is not an acceptable answer. If there is no way to clean the product, but water is still able to get up there somehow, and mold and mildew can grow, then this product is unsafe. I am so upset because (B)(4) should be concerned about the health of nursing infants who could potentially be harmed by this unsafe exposure to mold and mildew. I cannot imagine the countless nursing moms who have purchased this manual breastpump only to have it get moldy. It is unfortunate that (B)(4) only response was that I could purchase another part that would have the same thing happen. Honestly, it is not about the money. (It only costs $34.99 for a whole new pump.) It is about the safety of babies. I did ask the customer service agent what would happen if I called back and said I have only had the pump for two weeks and it got moldy. She said then they would have replaced it for free. If fact any time within the 90 days they would have replaced it for free. I'm glad I live in a dry state like (B)(6), and not a humid state where I could have the same dangerous part replaced countless times because of mold.